Event description:
The following was reported, "contacted by CT staff in cancer centre, ask to review PICC. On review, leakage from PICC when flushing device. PICC removed as suspected fracture. Fracture evident just above the 5cm mark. PICC removed. Peripheral IV placed for scan."

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a breach in the catheter was confirmed and the cause appeared to be associated with use of the device. One 4 fr s/l powerpicc solo was returned for investigation. The catheter exhibited evidence of use. The catheter had been trimmed at the 44cm depth mark. The PICC was received with a non-vad injection cap attached to the purple solo connector. The printing on the extension leg was completely worn. The printing on the wing hub was partially worn. A tacky material that was consistent with residue from a dressing was visible on the extension leg, molded wing hub, and catheter tubing between the molded wing and 3cm depth mark. A semi-circumferential crease was observed in the extension leg 2.5mm distal to the solo connector. A semi-circumferential breach was observed in the catheter tubing between the 4 and 5 cm depth marks. The 5 and 6 cm depth marks were partially worn. A longitudinal split was observed at each terminus of the circumferential split. A microscopic examination of the splits revealed a polished and rounded surface along the distal edge of the circumferential breach. Wrinkles were observed in the external surface of the tubing parallel to the proximal edge of the circumferential breach. A tactual investigation revealed that the tubing had the tendency to kink at the location of the split in the catheter and at the location of the kink in the extension leg. The wall thickness of the catheter was found to be within specification. The split and kinking observed in the catheter indicate that the tubing was placed in a location that was susceptible to bending. The repeated kinking of the catheter most likely stressed the tubing to the point where the catheter material split open. The powerpicc IFU indicates to avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort. A lot history review (lhr) of recz1441 showed one other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recz1441 showed one other similar product complaint(s) from this lot number.

Event description:
The following was reported, "contacted by CT staff in cancer centre, ask to review PICC. On review, leakage from PICC when flushing device. PICC removed as suspected fracture. Fracture evident just above the 5 cm mark. PICC removed. Patient cannulated for scan."